Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change-out for eri, lead damage was noted. Physician repaired the lead with a competitor's splice kit. The lead was tested and the results were acceptable.